Event description:
A journal article was reviewed that contained information regarding this lead. The lead was found to have a fracture and no pacing. Additional follow-up information obtained from the author indicated that the only complaint was the fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "use of a custom-designed adapter to manage ICD lead fracture." Journal of cardiovascular electrophysiology. November 1 2009;20(11):1284-1286.